Event description:
The customer alleged intermittently the vent has a no audible alarm condition. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the customer damage keyboard by upgrading the customers vent to the enhance plus console. The unit passed extended self-testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.